Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix l/p (device #1) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol composix l/p (device #1). An additional emdr was submitted to represent the bard/davol ventralex (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix l/p (device #1) on (B)(6) 2011 and an unspecified bard/davol ventralex hernia patch (device #2) on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix l/p (device #1) and the bard/davol ventralex hernia patch (device #2). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the attorney alleges patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix l/p (device #1) on (B)(6) 2011 and an unspecified bard/davol ventralex hernia patch (device #2) on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix l/p (device #1) and the bard/davol ventralex hernia patch (device #2). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the attorney alleges patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of composix l/p mesh (device 1). Per op notes, "a composix l/p mesh (device 1) was placed to the abdominal wall using prolene sutures." (B)(6) 2012 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of ventralex mesh (device 2). Per op notes, "the old mesh (device 1) was identified, adhesions were taken down. A ventralex mesh (device 2) was placed to the abdomen using prolene sutures." (B)(6) 2017 - patient was diagnosed with hiatal hernia thereby underwent repair with extensive lysis of adhesions. Per op notes, "adhesions to the abdominal wall were lysed, there was also a mesh from prior hernia repair."

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix l/p (device #1) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b2, b3, b4, b5, b7, d4, g1, g3, g6, h2, h4, h6, h10. Note, the manufacturing date (15-jun-2010) is considered to be a best estimate. This supplemental emdr represents the bard/davol composix l/p (device 1). An additional supplemental emdr was submitted to represent the bard/davol ventralex (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.